Manufacturer narrative:
(B)(6).this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and identified no failure. Therefore, the reported condition was not duplicated or confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was noted on the service order that the device heated up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.